Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/15/1998 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.